Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's bladder stimulator was not working. The patient stated they felt that way because the stimulation was not vibrating at all. The patient did not have their equipment with them at the time of the call. The patient would call back for further assistance when they had their external equipment. Additional information was received from the patient on 2024-dec-19. The patient called back stating therapy was not helping their symptoms and they were not feeling the "vibration". The patient stated they met with a manufacturer representative (rep) about a year ago and had programs put in that had letters like a, b, c but the patient did not see the letters and only saw the programs with numbers. The patient was currently on program 6 and it was not helping and they were not feeling the vibration. The patient used the programmer and stated the therapy showed it was on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient just wanted to have access to programs a, b & c again. Walked through the programmer with the patient and had them scroll downwards, and showed him how abc were still there- he forgot to scroll. The patient is back on a, and all is well. He may need a revision at some point since other programs aren't working but the patient is fine now .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.